Manufacturer narrative:
(B)(4). This report of a patient cutting the cassette tubing could not be confirmed in the lab due to a lack of sample, therefore, the root cause could not be determined. A batch review was performed on the associated lot (h10g10010 ) with no issues noted. Labeling review found that the labeling was adequate for the potential use error in this complaint.

Event description:
A customer contacted baxter's (B)(4) and request assistance during dwell 3 of 4. The caregiver (cg) stated that the home patient (hp) became ill with diarrhea; the cg clamped off the lines and then cut them due to bowel movement getting all over the lines. The cg requested assistance to end therapy. The technical service representative (tsr) assisted the cg to end therapy and retrieve cassette. The cg will start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse the patient is doing fine now. The patient did not get an infection or sick due to cutting the lines. The nurse stated that the patient becoming ill with diarrhea was not related to peritoneal dialysis therapy. The patient resumed therapy. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because black marks was not resolved with troubleshooting.